Manufacturer narrative:
No unexpected motor position encoder error alarms were noted during testing. The pump passed the displacement, self test, off no power, rewind, basic occlusion and prime test. The stop current test and run current test were within specification. The pump was received stuck in a motor error alarm loop during the bolus delivery and multiple motor position encoder error alarms were present in the alarm history screen. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart test due to the motor error alarms. The pump was received with minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received motor error alarm and motor position encoder error. The customer's blood glucose level at the time of incident was 254mg/dl. Troubleshoot was conducted and the customer was advised the pump would be replaced and returned for analysis.